Event description:
We had a patient with als [amyotrophic lateral sclerosis] who required a feeding pump. During kangaroo pump operation, the site received error message on kangaroo omni feeding pump, "tube slipped," "reload the cassette." Neither one of these exact codes was found in the manual. This patient is dependent upon enteral nutrition and without a functioning feeding pump, patient could potentially not receive necessary nutrition, increasing risk of malnutrition. The pump continued to function but would stop at least once per day/per feeding. Patient's family member cleaned the rotor, which worked temporarily; however, error again started several days later. This provider then placed an order for a new feeding pump to be immediately issued to patient. Manufacturer should ensure that all error codes are detailed in operating instructions to aid in fixing the issue and ensure patient care is not interrupted.